Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers were unable to open and required maintenance. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main enhanced half height drawer 3.2 was unable to be closed fully. The field service engineer (fse) reinstalled the mounting that had fell off, which resolved the issue. All cables were reseated and checked, and missing or damaged slide bumpers were inspected. The customer also tested with no issues. The system functioned as intended after the field service engineer repaired the device.